Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the tir20 instrument would not deliver clips (feed). Tim20 not available. Another reload was used to complete the case. There was no consequence to the pt.